Event description:
It was reported that during a cardiovascular surgical procedure, the epicardial lead was "cut." The caller was unable to determine which one of the epicardial leads was cut. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.